Manufacturer narrative:
Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal lioresal ¿pretty sure 2000¿ (dose ¿from like 1000 mcg to 660¿) in an implantable pump for intractable spasticity and cerebral palsy. The pump and proximal catheter segment were replaced on (B)(6) 2015. It was stated the catheter was "blocked." No further information was provided. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant medications, pertinent medical history, the cause of the pump replacement, diagnostics performed, and to the clarify the catheter issue. If additional information is received, a follow-up report will be submitted.